Manufacturer narrative:
Weight/ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Therefore, not explanted. Manufacturer phone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zku225 model intraocular lens (iol) had back haptic broken. There was patient contact with the lens but no medical/surgical interventions such as vitrectomy, incision enlargement or sutures were performed. The procedure was completed successfully using another lens of same model and diopter. Additional details from follow up states that the lens was not inserted into the patient and there was no injury to the patient. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/4/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled. Furthermore, a detached haptic was observed. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, however the observed detached haptic is similar to the reported complaint issue, but a "broken" haptic is used to describe dc-haptic damaged per amo-04-d024, rev. 5 and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.